Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received a new power cord and that the remote monitor still does not receive power and "rattles" when it is shaken. The monitor has sent successful transmissions previously. The monitor will be returned. No patient complications were reported as a result of this event.